Manufacturer narrative:
This report is being submitted to updated section b5 and h6 codes. This report is being submitted to update section b5, h1 and h6. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. No adverse patient effects were reported. This ICD remains in service. Additional information indicated that noise oversensing was noted. As a result, one inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks were delivered. In addition, loss of capture (loc) with high pacing thresholds. A possible lead fracture or a lead - device connection anomaly was suspected by technical services (ts), but it was not confirmed. The patient remained under monitoring. No additional adverse patient effects were reported. This device remains in service. Additional information indicated that shock therapy is currently not being delivered. Therefore, shock therapy turned off was highly suspected. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This report is being submitted to update section b5, h1 and h6. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. No adverse patient effects were reported. This ICD remains in service. Additional information indicated that noise oversensing was noted. As a result, one inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks were delivered. In addition, loss of capture (loc) with high pacing thresholds. A possible lead fracture or a lead - device connection anomaly was suspected by technical services (ts), but it was not confirmed. The patient remained under monitoring. No additional adverse patient effects were reported. This device remains in service.